Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl and other blood glucose value were 83 mg/dl and 72 mg/dl. Insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The device will not be returned for analysis.